Event description:
The port had been implanted 10 months when the pt returned with swelling in his arm when the port was accessed. Fluoroscopic exam showed the catheter was severed 1" beyond sleeve and most of the catheter was in the pulmonary artery. The radiologist was able to retrieve the catheter and explant the port. It's possible that the catheter was punctured with a needle.